Manufacturer narrative:
No further information concerning this report is currently available. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this electrode received inappropriate shocks with high out of range shock impedance measurements observed. A chest x-ray was performed and revealed the electrode had pulled back almost into the device pocket. The subcutaneous implantable cardioverter defibrillator (s-ICD) was programmed off at this time due to improved ejection fraction. No adverse patient effects were reported.